Event description:
Reportedly, during testing, there was an o2 sensor error which could not be solved by calibrating. Replacing the oxygen sensor resolved the issue. There was no patient involvement.

Manufacturer narrative:
The returned oxygen sensor was visually inspected and no anomalies were found. The sensor was installed in a test fixture and tested. The sensor failed confirming the reported event. The oxygen sensor was confirmed to be defective.